Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the clips were not forming correctly. Rep returning malformed clips. The clips were removed from the abdominal cavity. Another instrument was opened to complete the case. There was no consequence to the pt.